Event description:
It was reported the insulin pump was dropped into the washer and was having keypad issues. Customer's blood glucose was 349 mg/dl. Customer's mother was advised to discontinue use of the device and revert to back up plan. Customer blood glucose was 189 mg/dl when she dropped the device in the washer. The display went blank immediately after the device was exposed. No further information reported.

Manufacturer narrative:
Insulin pump was received with all buttons responding properly. Insulin pump had traces of moisture noted on the keypad traces and lcd assembly. Insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.